Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The vision system power distribution (vspd) was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The system was left to idle for eighteen hours, and power cycled five times with no issues. As the error 833 (temperature reading on the identified node is on the high side) pointed towards the video display controller unit (vdcu) and not the vspd, this part was determined to be the wrong part sent back. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. It was confirmed that hard power cycling the tower after the case cleared the error. The fse replaced the video signal processing device (vspd). The system was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis; however, analysis is still in progress. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer encountered an overheating message on their system. The customer power cycled the system with no change. The technical support engineer (tse) informed the customer that lowering the room temperature may help the issue. The call ended. The tse called the customer back to have them perform a hard power cycle on the tower, but the customer did not wish to power cycle the system at the time. The procedure was converted to laparoscopic surgery with no reported injury.